Event description:
Boston scientific received information that during a routine follow up in clinic approximately two weeks post implant, this right atrial (ra) lead exhibited loss of capture (loc). A chest x-ray revealed that the lead had dislodged. No adverse patient effects were reported.

Event description:
Subsequent information was received that this lead was part of a system explant due to infection two years later. During explant of this lead, the tip broke off and was stuck in the superior vena cava (svc) on a dialysis catheter. The patient was referred to an interventional radiologist. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that the physician planned to schedule a revision procedure in the future.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation confirmed that the tip section of the lead was not returned and noted that the distal coils were stretched and noted the presence of set screw marks on the terminal pin, however, not on the terminal ring. The stretched coils was determined to be the result of the explant procedure. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the reported clinical observations without the tip section of the lead.